Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis. Concomitant medical products: 5076-52 lead, (B)(6) 2010; 419688 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection and became septic. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.